Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks due to noise oversensing on the right ventricular lead. The lead was reprogrammed. Possible lead fracture was suspected. The patient was stable.